Manufacturer narrative:
It was reported that the IV cap became disconnected causing leaking of medication and blood as well as a decrease in blood pressure. It was reported that the blood pressure was corrected once the infusion was restarted. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
IV cap became disconnected from line.